Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The act button was sticking. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No stuck buttons noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.